Manufacturer narrative:
Samples have been received from the customer. (B)(4) has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that the transducer is drifting after being zeroed. The unit is zeroed and when the unit is rechecked the zero has changed. This is occurring during heart studies. No further information available.